Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. A manufacturing record review was performed; no non-conformity report (ncr) was generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00, was implanted, the haptic was stuck to the optic. The lens remains implanted. No patient harm was reported. No additional information was provided.